Event description:
Leakage: the intervention was done in (2008) and everything went well: no traction at all. At about 2 days later, the pt got some fever and at the end of the day, 38.5 degree c. In the next day, inspection was performed, and leakage was seen at the level of the ring. The tissue layer at the anti-mesenteric side was very thin and a small hole was discovered. By manipulating the tissue to remove the anastomosis, they damaged the tissue very easily. They performed a hartmann's procedure. Pt is doing well for the moment. Discharged of the hospital.